Event description:
The user facility reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Upon attempted placement of a second perclose following implant, difficulty was noted and an arterial tear was suspected. Placement of the peel-away sheath temporarily resolved the bleed, however up upon its eventual removal, a hematoma was noted coinciding with active bleeding around the sheath. Attempts to tighten the perclose failed and the decision was made to explant the pump. A third perclose was placed following explant to achieve hemostasis.

Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was returned for evaluation. No issues were found with the returned product. Clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely use issue since staff attempted to deploy 2 perclose without success. Corrections to the initial MFR report: d4 updated model number. G1 MDR reporting contact email.